Event description:
As reported, the plug-deployment button of a 7f exoseal vascular closure device (vcd) could not be pressed once the indicator window turned black. The device was therefore withdrawn and manual compression was applied instead. There was no reported patient injury and the patient has no infectious diseases. The operator was trained in the device, and the exoseal vcd was used in an interventional procedure. The device was stored and prepared according to the instructions for use (IFU). The procedure used a retrograde approach. No visible signs of device or package damage were noted prior to use. The femoral artery¿s suitability was verified on angiography, including an insertion angle of 30¿45 degrees. The vessel diameter was confirmed to be greater than or equal to 5 mm. No calcium, plaque, stent, or 50% stenosis was observed at or near the puncture site, and the target site had not been previously closed with any closure device or manual compression within 30 days. There was no evidence of pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm. An 8f non-cordis sheath was used. Pulsatile flow was observed from the bleed-back indicator. The exoseal vcd and vascular sheath introducer were retracted together until pulsatile flow significantly slowed or stopped from the bleed-back indicator and until the indicator window changed to solid black. When button depression was attempted, the button would not depress at all, though the indicator window was showing solid black at the time and did not show any red color during retraction. The device was not attempted to be deployed outside of the patient. The device will be returned for analysis.

Manufacturer narrative:
As reported, the plug-deployment button of a 7f exoseal vascular closure device (vcd) could not be pressed once the indicator window turned black. The device was therefore withdrawn and manual compression was applied instead. There was no reported patient injury and the patient has no infectious diseases. The operator was trained in the device, and the exoseal vcd was used in an interventional procedure. The device was stored and prepared according to the instructions for use (IFU). The procedure used a retrograde approach. No visible signs of device or package damage were noted prior to use. The femoral artery¿s suitability was verified on angiography, including an insertion angle of 30¿45 degrees. The vessel diameter was confirmed to be greater than or equal to 5 mm. No calcium, plaque, stent, or 50% stenosis was observed at or near the puncture site, and the target site had not been previously closed with any closure device or manual compression within 30 days. There was no evidence of pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm. An 8f non-cordis sheath was used. Pulsatile flow was observed from the bleed-back indicator. The exoseal vcd and vascular sheath introducer were retracted together until pulsatile flow significantly slowed or stopped from the bleed-back indicator and until the indicator window changed to solid black. When button depression was attempted, the button would not depress at all, though the indicator window was showing solid black at the time and did not show any red color during retraction. The device was not attempted to be deployed outside of the patient. A non-sterile exoseal vascular closure device 7f involved in the reported complaint was returned for investigation. Visual inspection of the device showed that the deployment lever was received depressed, while the guard was locked. The plug was not received for this evaluation, and the indicator wire was found retracted. A non-cordis 8f catheter sheath introducer (csi) was returned for this evaluation inserted on the unit. Finally, it was observed that the indicator window was received in the black/white and red position. During this visual analysis, no additional anomalies were observed to be reported. The functional evaluation could not be performed, as the unit was received completely deployed. A high magnification evaluation was executed to assess the internal mechanism. During this analysis, no abnormal conditions were observed to be reported. The reported event of ¿deployment lever (button) frozen/locked¿ was not confirmed since the device was received fully deployed and the window was in full transition with plug deployment. The cause of the reported issue could not be determined due to the condition of the received device not matching the event reported, since it was received fully deployed the lever depressed. Unspecified procedural, handling, and/or anatomical factors may have contributed to the reported issue. It was reported that an 8f sheath was used. As reported in the product description within the IFU, ¿note: the indwelling vascular sheath introducer must allow the bleed-back port to extend beyond the distal tip of the sheath. The french size of the exoseal¿ vcd must correspond to the french size of the vascular sheath introducer in use.¿ usage of the product other than that indicated in the product's IFU may involve additional risks not described in the labeling. The instructions for use (IFU) instructs the user to ensure that the deployment button is fully depressed and flush against the handle assembly. It also cautions that care should be taken to ensure that no further pullback of the exoseal vcd and vascular sheath introducer occurs prior to or during deployment of the plug. Based on the information available for review, there is no indication to suggest that the reported failure could be related to the design or manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.

Manufacturer narrative:
Due to system limitations, section h6 required to input type of investigation, investigation findings, and investigation conclusions for an initial report. Pending additional information to complete investigation. This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the plug-deployment button of a 7f exoseal vascular closure device (vcd) could not be pressed once the indicator window turned black. The device was therefore withdrawn and manual compression was applied instead. There was no reported patient injury and the patient has no infectious diseases. Additional information was requested but not provided. The device will be returned for analysis.